Event description:
It was reported that the patient was admitted to the hospital with (B)(6) sepsis infection. It was further reported that there was vegetation observed on the lead and the patient had septic arthritis of the knee and elbows requiring joint washout. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The medial portion of the lead was returned and analyzed. Analysis performed revealed no anomalies were found. (B)(4). The medial portion of the lead was returned and analyzed. Analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. Analysis information -- 2014-03-17 20:10:40 t (B)(4) product ID# 694965. A medial portion was received measuring 19.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, analysis information -- 2014-03-17 20:03:33 (B)(4) product ID# 5076-45. A medial portion was received measuring 14.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed, analysis information -- 2013-10-14 16:24:44 (B)(4) product ID# d314drg. The device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis. Concomitant products: product ID d314drg, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013; product ID 5076-45, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with (B)(6) infection. It was further reported that there was vegetation observed on the lead and the patient had septic arthritis of the knee and elbows requiring joint washout. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event. (B)(4).